Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.06.00 which is classified as unremediated. No additional information is available at this time.

Event description:
Caller states she tested 1.4 inr on coaguchek xs system 1 and 1.9 inr on coaguchek xs system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).